Event description:
Info received indicates, the hi/low drive is drifting.

Manufacturer narrative:
The lay user/patient's products have been returned and evaluated by lifescan product analysis with the following findings:the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.510(k) # is k073231.

Event description:
On (B)(6), 2010 the lay user/patient contacted lifescan to report the one touch ultralink meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On an unspecified date in (B)(6) 2010, the patient obtained the control solution result of 140 mg/dl or 150 mg/dl on the reported meter, which was out of range high for the lot of test strips in use. The patient claimed that during the month of (B)(6) he took insulin using his pump based on the blood glucose readings obtained using the reported meter. Afterwards, the patient experienced the symptoms of numbness, sweating and blurred vision. The patient did not seek any medical attention or treatment. Troubleshooting revealed the patient's test strips were expired, the control solution was expired, and the meter was not programmed for the correct calibration code number, all of which can cause inaccurate readings. The meter, test strips and control solution were replaced. The patient used expired test strips to test his blood glucose levels. The patient allegedly suffered symptoms suggesting severe hypoglycemia after taking insulin based on elevated readings obtained with the reported meter. Therefore this complaint is being reported.